Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through review of the event history log as 'improper shutdown' messages but not reproduced during evaluation. Evaluation observed the pump to power on and off without issue; the customer battery and alternating current (ac) power cord were not returned with the pump. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would power itself off. There was no patient involvement. No additional information is available.